Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The results of evaluation confirmed that white foreign material clogged in the auxiliary water channel outlet. In addition, when the inside of the channel was checked, a small amount of similar white foreign material in the auxiliary water channel and near the tip of the biopsy channel was found. As a result of component analysis of the white contaminants, the cyanoacrylate component contained in medical adhesives was detected. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed. Regarding the cause of the residual medical adhesive, there was no abnormality such as clogging or buckling in the scope channel, and there was no clear deviation from the instructions for use (IFU) for reprocessing at the facility, so no identification could be made. In addition, there is no foreign material remaining in the nozzle opening, and air and water can be supplied without problems, so it is judged that there are no abnormalities in the air and water channels. It is assumed that this white foreign material was left behind because the medical adhesive used at the facility could not be completely removed during reprocessing. There is no information to judge that the event occurred due to user¿s misuse - however, it is suggested that the user facility inspect prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is pending. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the healthcare worker may have inhaled a medical adhesive (medical apron alpha) while performing the procedure. The evis lucera elite colonovideoscope was washed immediately after the incident (high level disinfection with the olympus endoscope reprocessor, in accordance with instructions for use), and there were no problems with the brush insertion. The diagnostic procedure (colon polypectomy) was completed with the same set of equipment. There were no health hazards to the patient or healthcare worker. The customer had requested inspection due to the possibility of a residual chemical in the channel.